Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with trace ketone levels. Manual insulin injections were used to address bg. The customer consulted their health care provider (per normal routine) in an attempt to resolve their elevated bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.